Event description:
The field application specialist reported this issue on behalf of the customer. The customer had received questionable results for two patient samples. Patient 1, initial alkaline phosphatase result was 129 u/l. The sample repeated on the same analyzer gave 63 u/l. Patient 2, tested on (B)(6) 2010, initial sodium result was 133 mmol/l. The sample repeated on the same analyzer gave 141 mmol/l. The initial results were not reported. No adverse events have been alleged regarding the discrepancies. The alkaline phosphatase reagent lot number and the sodium electrode lot number were not provided. The field service representative did not determine the cause of the discrepancies. He found the pressure in the compressure was a little high and adjusted it. He ran performance tests including quality control, all were acceptable.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.